Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The hp was going to finish the therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4) a request for the return of the sample has been made, but the sample has not yet been received by baxter. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.